Event description:
It was reported that during a clinical observations / feedback, a clinician stated that a titrated infusion was started at 100ml/hr over 30 minutes, but it took 5 additional minutes to complete that titration. There was patient involvement but impact is unknown. Following customer follow up, customer stated unable to provide additional information and no products will be returned to bd.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.